Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient had an issue with their handset since they got it. The patient stated the handset would get stuck at 90% for 15 minutes before it would finally go through. The patient said at first it would only take a minute or two to connect, but now it was 10-15 minutes and today they couldn't get it to work at all. The patient saw their doctor this morning at the pain center and the doctor told them to call. The patient confirmed they were not getting any codes or messages on the screen. Boluses per day: 12. An agent assisted the patient with clearing data on the handset. The patient was able to successfully connect to their pump and request/receive a bolus very fast.

Manufacturer narrative:
B3: date is approximate, year is confirmed valid. See b5 for additional information. D10: section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile, platform product ID: a820, product type: software, software version: 2.0.1700, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.